Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with dialysis catheter. The customer states that during a procedure, they discovered that there was no back flow of blood observed from the red lumen during dialysis treatment. However, forward flor was very smooth, even after repositioning the sheath. The catheter was pulled and replaced. Patient involved w/o injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.